Manufacturer narrative:
The customer reported a laceration in the pressure area of a right toe of a patient using a sensor. Additional information gathered clarified the injury in that the word 'laceration' was used to describe the zone of pressure from the clip, which caused redness on the right toe. A gel was applied to the toe, but no further intervention was required. Based on this information the customers device issue would not be considered a serious injury. The case is now considered non-reportable.

Event description:
The customer reported a laceration in the pressure area of a right toe using sensor. The device was in use on patient at time of event, there was an injury reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6). Reporting address state (B)(6).